Event description:
Rptr claims that on three occasions the pt has experienced potential risk for peritonitis as a result of faulty tubing. Infant has been on peritoneal dialysis via fresenius 9012 cycler since 8/98. On 8/17/98, tubing was noted to be leaking, MFR made aware, no adverse effect to pt. Rptr claims that MFR stated that some lots of tubing were defective, but also assured the facility that the lots in their possession were "safe". The pt was discharged home in 12/98. On 12/7/98 pt experienced leaking tubing again, no adverse event. Rptr claims that the MFR had shipped defective tubing to the pt's home, and this was the tubing used in the second event. On 1/10/99 the tubing stem "came apart". No adverse consequence transpired. The rptr states that the infant is a hopeful transplant candidate for february/march of 1999. Any occurrence or risk of infection is a life threatening issue. MFR write in letter to facility, "as a responsible healthcare products MFR, we continually monitor the quality of our products. As a result of this monitoring, we had previously identified a potential issue with the drain bags for the 90/2 cycler sets, and undertook a process improvement several months ago to address this issue. As the product you currently have at your facility, lot number r8j815, was produced after the validation and implementation of these process improvements, I would like to assure you that the product has met all of our quality requirements and should not present any problems to you. I would like to apologize for any inconvenience this situation may have caused you, the staff, or the pt and her family. Please know that we are committed to a process of continuous improvement in order to provide the best dialysis products on the market today."